Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 260 mg/dl. The customer reset the pump, and the malfunction alarm was cleared. Reportedly, the customer continued using the pump for insulin therapy. Tandem technical support advised the customer to arrange for additional back up therapy.